Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant procedure on (B)(6) 2025 [related manufacturer reference number 1627487-2025-01866], both leads were cut by the physician and remain implanted in the patient. As a result, surgical intervention may be undertaken to address the issue.